Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 05, 2020 that an ultraflex esophageal ng proximal release covered stent was to be used to treat a 5-cm malignant stricture in the mid-part of the esophagus during endoscopy procedure on (B)(6) 2020. Reportedly, the patient's anatomy was not tortuous but was considerably tight and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed; however, the stent failed to expand to its expected diameter as it did not touch the esophagus wall. The stent was removed with a biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.